Event description:
During a field service call for routine maintenance on 6-13-97, a laerdal field service technician found the customer's defibrillator would charge, but did not deliver the charge. The unit was returned to laerdal for repair.